Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2018 batch # m91z0n. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, a double feed occurred and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup and lockout failures, the feedbar was found damaged causing the feeding issue. No conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor shoots the applicator and in the same shot, it comes out 3 clips. There were no patient consequences.